Event description:
It was reported that the procedure was to treat an 80% stenosed vessel in the distal left anterior descending artery (lad). The 2.5x23mm xience xpedition stent delivery system (sds) crossed the lesion without resistance but the stent completely failed to deploy. The stent was removed and it was noted that the head end of the stent was damaged. The strut was bent more than 90 degrees. There were no other device issues. Another same size sds was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures could not be confirmed. The reported material deformation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.